Event description:
Received multiple false positive covid results from a flowflex covid antigen home test. Tested with another brand with negative results. Confirmed with a pcr at a testing location with a negative result. FDA safety report ID # (B)(4).

Event description:
Received multiple false positive covid results from a flowflex covid antigen home test. Tested with another brand with negative results. Confirmed with a pcr at a testing location with a negative result. FDA safety report ID # (B)(4).